Event description:
It was reported that upon interrogation the device was not displaying impedance values. There was an interrogation error in the information. Performing the manual impedance test resulted in the impedance values being displayed. The device was explanted and replaced during a lead replacement. A new system was placed on the right due to an occluded venous system on the left. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.